Event description:
A little over 5 years ago, I did thermage. I didn't notice any damage immediately, but I felt like I was aging much faster than before, with noticeable changes almost daily. I complained to the laser doc that I wasted my money and I even went back for an "after" picture and noticed it looked like I had lost weight - I hadn't yet made the connection since I'd never heard of the fat loss thing. The doctor denied anything happened and told me I must have had some metabolic problem. A few years later, I was getting frustrated with my rosacea and rapid aging and went for 2 back-to-back ipl treatments -with a highly recommended derm I researched-. I noticed immediately that something had gone horribly wrong. My rosacea flared up, I had burning and twitching all over my face -even felt like fat cells popping!-, my texture quickly got even worse then before with huge pores, sandblasted/orange-peel texture, very thin/crepey/krinkly/fragile dry skin, some weird bumps, and no elasticity - I could pull thin parts and it wouldn't bounce back right away...I would wake up with pillow marks and they wouldn't go away until lunchtime. My cheeks disappeared, everything sagged and got loose, I got indents in my chin and jiggly chicken neck, jowles, my eye sockets hollowed and lids drooped, even my temples through my hairline got mushy. The loss of fat around my eyeballs depressurized the sockets and the eyeballs dropped way back into my head. I look gaunt and sick and I'm even afraid to workout for fear of losing more precious fat on my face! Again, the doctor denied any problem. No lawyer showed interest in a case. And I don't necessarily feel better as long as I don't look into a mirror, because I feel droopy and dread touching my face to itch it or wash it because it feels hollow, loose and bony rather then padded like before -I'm afraid to let anyone touch my face and I used to love having someone caress my face-. Lying against the pillow, I feel pressure points on my cheekbones and brow bones and the veins in my temples twitch like they're being constricted. I even feel like the disappearance of fat impacted my hair follicles, because my brows, lashes and scalp hair are falling out and are getting unbearably fine and dry. This whole thing has sent me into a deep depression especially since being single -I even had to miss a month of work to get help-. I mourn my skin every second of every day, even when I'm asleep -when I actually can sleep-. I now have social anxiety and so little confidence I can't excel at work. I avoid even running simple errands. I heard that fat grafts are very expensive, risky and may not even last. The laser damage has ruined my entire life and future. Dose or amount: #1 1 treatment, #2 2 treatments. Diagnosis or reason for use: aging, rosacea. Event abated after use stopped or dose reduced?: no.